Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2020-23917. It was reported the patient did not recharge the ipg as recommended due to an unrelated health issue and ineffective stimulation. As such, the ipg became inoperable. Surgical intervention took place wherein the system was explanted. Exact date of explant is unknown.